Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a aviva meter, within 10 minutes: 220 mg/dl and 39 mg/dl. Customer was not feeling well and was feeling like her blood glucose was low; feelings did not match reading. Customer's husband got her juice to drink; was incapable of self-treating. Return of the suspect device was requested for evaluation and replacement was sent.